Manufacturer narrative:
(B)(4). Method: three complaint mr290 chambers were received, visually inspected and connected to a water bag for testing. Results: during performance testing of all three chambers small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue was only partially bonded. A lot check revealed one other complaint of this nature for lot number 110601. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that leakage occurred between the water feed tube and the bag spike on mr290 autofeed humidification chambers while spiking the water bag. They further reported that this occurred about 15 times. No patient consequence was reported.